Event description:
Respiratory therapist was called to bedside because ventilator was peak pressuring. Ventilator screen said, "safety valve open." No ventilation given to patient. Patient bagged until a new ventilator obtained.